Event description:
Report received indicated that after successful stenting, the inner catheter loosened from the stent delivery system (sds). "The whole system was dislodged". There was no patient injury. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete.